Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a system advisory, maintenance recommended error. The device experienced primary audible alarm failure with alarm sounds. No patient injury was reported.

Manufacturer narrative:
Other, other text: b5: additional information was received by the manufacturer and attached on 15 september 2022, the customer stated that it was not possible to use on a patient due to errors reported. . H10: a sample has been received by manufacturing. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d1: correction: brand name: medfusion model 4000 syringe infusion pump, d4: correction: model number: 3500.

Manufacturer narrative:
Sme approved the investigation object status. While performing a review of the complaint, there was no patient involvement, therefore, no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File (B)(4) is no longer considered reportable, an MDR report will be filed to retract any reports associated with it.